Manufacturer narrative:
(B)(4). Component code: (B)(4) - device not returned additional information was requested and the following was obtained: did the surgery was completed successfully?: yes, the procedure has been finished with success. No patient consequences following the issue. The needle has been recovered immediately. Did the patient suffer from any consequence due to the recovery of the needle?: no. But stress for the surgeon. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean, hysterography procedure on (B)(6) 2020 and suture was used. The needle pulled off from the thread and fell inside the lower incised segment of the uterus. The surgeon was able to recover it immediately. The procedure was finished with success an there were no patient consequences following the issue. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 2/4/2021.   H3 evaluation: an empty opened foil, a detached needle and a suture piece of product were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, body fluids and marks that appear to be from a surgical instrument at the edge of barrel hole could be observed. The suture piece was noted with a cut and body fluids due to use. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.